Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day. It is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any add'l info.